Event description:
It was reported that the patient was bacteremic and passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the patient developed refractory bacteremia with methicillin-resistant staphylococcus aureus (mrsa) resistant to conventional therapy and despite the use of multiple antibacterial agents concurrently, bacteremia was unable to be cleared. Suspect device was seeded. Cultures identified included mrsa. The patient also suffered multiple cerebrovascular accidents (cvas) with suspect septic emboli. After discussion with family with regards for concern for infected pump and refractory bacteremia, the patient and family elected to transition to comfort measures and terminate support. The death was not considered to be device related. The device was likely infected but not a factor in the death of the patient. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information stated that the patient was admitted on (B)(6) 2025 from a skilled nursing facility for altered mental status, right-sided weakness, and multiple mechanical falls with septic brain emboli and intracranial bleed. A head computed tomography (CT) on (B)(6) 2025 revealed a new trace left parietal sulcal hyperdensity and similar small volume left frontal sulcal hyperdensities, concerning for subarachnoid hemorrhage. Overall similar additional small hyperdense foci within the bilateral occipital, bilateral frontal and right high parietal lobes, as well as the bilateral cerebellar hemispheres, which may have represented small hemorrhagic foci, septic emboli, metastatic disease, with other etiologies not excluded. Magnetic resonance imaging (MRI) with and without contrast could be considered to provide further characterization. There were remote bilateral paramedian occipital lobe infarcts, left larger than right. There were also scattered small remote infarcts in the high right frontal lobe cortex, bilateral corona radiata, and right cerebellum. Mild cerebral atrophy and nonspecific white matter changes were also noted. On (B)(6) 2025, CT revealed similar size of the intraparenchymal hemorrhage involving the left parietal lobe with regional surrounding vasogenic edema. There was continued evolution of the intraventricular hemorrhage within the left greater than right lateral ventricle and third ventricles. There was a similar 3 mm rightward midline shift. Moreover, there was redemonstration of multiple small hemorrhagic foci throughout the bilateral cerebral and cerebellar hemispheres, similar compared to prior. Remote infarcts involving the bilateral paramedian occipital, high right frontal, bilateral corona radiata, and right cerebellum noted. Mild cerebral atrophy and mild nonspecific white matter changes were noted. On (B)(6) 2025, CT revealed small hyperdensity in the right posterior frontal lobe which appeared new when compared to prior imaging which may have represented a small subarachnoid hemorrhage. There was small hyperdensity in the left anterior frontal lobe which was in a similar location to prior hemorrhage and may have represented small focus of residual hemorrhage. There was now a focal area of hypodensity in the left parietal lobe at the level of the previously noted hyperdense hemorrhage consistent with interval evolution of the previously noted hemorrhage/evolving porencephaly. There was surrounding hypodensity which may have represented vasogenic edema/evolving encephalomalacia. Remote infarcts involving the bilateral occipital lobes, bilateral frontal lobes, right parietal lobe and right cerebellum noted. Mild to moderate cerebral atrophy and nonspecific white matter change were also noted. On (B)(6) 2025, the patient acutely decompensated into cardiogenic shock and required escalation to vasopressors (norepinephrine and vasopressin). CT imaging revealed new right frontal subarachnoid hemorrhage and splenic hemorrhage with evidence of arterial extravasation. The patient was then transferred back to the intensive care unit (ICU) level. On (B)(6) 2025, CT revealed evolving subarachnoid hemorrhage in the high right frontal lobe. There was increased conspicuity of small hyperdense focus in the left occipital lobe, which may have represented redistribution of the known subarachnoid hemorrhage, with small intraparenchymal hemorrhage not excluded. There was also decreased conspicuity of multiple small hyperdense foci in the bilateral posterior frontal and posterior parietal lobes. Evolving prior left parietal intraparenchymal hemorrhage noted. Interventional radiology performed a successful embolization of a bleeding splenic pseudoaneurysm. Post-embolization, the patient improved and downgraded to intermediate care. The patient continued to be febrile, positive blood culture with mrsa. It was discussed with infectious disease (ID) and decision included broadened antibiotics. The patient's international normalized ratio (inr) was less than 2 throughout their stay. It was noted that the patient stopped warfarin & acetylsalicylic acid (asa), had multiple types of intravenous (IV) antibiotics, and had in-hospital rehabilitation. The patient had been on IV antibiotics for over 2 years, but there was no indication of heartmate malfunction. On (B)(6) 2025, the team had a discussion with patient, left ventricular assist device (lvad) coordinators, and their daughter regarding the patient's prognosis as well as trajectory. At this time, given the patient's recurrent head bleeds, worsening infection that was still persistent and febrile despite multiple antibiotics, potential options of care were discussed. The patient passed away after they transitioned to comfort care.

Event description:
Infection was previously reported for this patient under MFR #: 2916596-2025-05774.

Manufacturer narrative:
Section b3: date of event corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists infection, bleeding, stroke, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section (under ¿anticoagulation¿), also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.